Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) posterior communicating (pcomm) aneurysm with a max diameter of 20mm and a 13mm neck diameter. The landing zone was 4.2mm distally and 4.85mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered and the pru level was 240-270. The angiographic result post procedure showed all vessel and aneurysm filling. It was reported that as per the operator, the anatomy was tortuous, the device was taken to the m1. The plan was to deploy the device from ica to ica. The device didn't open at the distal end. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. It was resheathed twice but still it failed to open. There were no additional steps or other devices required to open the pipeline. The device was resheathed and removed with headway and another headway 27 was taken and fred x was deployed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a neuron max sheath, cat 5 guide catheter, headway 27 microcatheter, traxcess guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.